Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was diagnosed with a cranial surgical site infection. Pus/discharge was observed around the rns, ferrule and leads. The patient's neurostimulator and four leads were explanted on (B)(6) 2022.